Event description:
New information received notes that the lead was explanted and replaced. There were no patient complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up . Upon device interrogation atrial noise resulting in episodes of inappropriate automatic mode switch was noted. There were no interventions reported. The patient was stable.